Event description:
It was reported that when the box was opened, it was found that the balloon was already torn out in the package. The case was completed with another of the same type balloon. It was reported that there were no injuries or complications for the patient. Patient status is reported as "good."